Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2016. (B)(4).

Event description:
A physician reported an unexpected postoperative outcome following an intraocular lens (iol) implant procedure. The patient experienced "on and off" blurry vision. The iol was reported to be off axis. The lens remains implanted.

Manufacturer narrative:
Product evaluation: additional information was provided on the attached questionnaire, which indicated an approved cartridge was used with an approved handpiece with a viscoelastic. It is unknown if the approved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause.